Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was treated for high blood glucose with the pump. The customer was advised the 2 high blood glucose rule. The customer put in a new reservoir and a new infusion set since the high blood glucose has started. The customer does not see air bubbles. The customer is going to monitor her blood glucose.